Manufacturer narrative:
(B)(4). Batch: r59e73. Investigation summary: the analysis found that one long60a device was returned was returned with no apparent damage with a gst60t cartridge reload present. The cartridge reload was received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, device cannot be closed. Use of another device to complete the procedure. This procedure had been extended by 15 minutes. No patient consequence.